Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the requested pump bolus was not delivering as intended. Reportedly, the amount of insulin displayed was not the amount of insulin being delivered. The customer did not receive any alerts or alarms and verified that the pump was performing as intended. Blood glucose level was 275 mg/dl. Multiple attempts were made by tandem technical support; however, the customer did not respond.